Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147381, mw5147380. Due to the limited information provided, it is not known which lead is the right atrial (ra) or right ventricular (rv) lead.

Event description:
Related manufacturing reference number: 2017865-2023-93391. It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead had an impedance issue, and the right atrial (ra) lead was far r-wave over-sensing. The patient was asymptomatic. Further information was not provided.